Event description:
Procedure type: lap chole. According to the reporter: the clips misindexed. There was no patient injury reported. Patient then came back 3-days post-operatively with belly pain and bile leak. Treatment was ercp with drain and sent home. The case was a difficult case due to anatomy.

Manufacturer narrative:
(B) (4). (B) (4).